Manufacturer narrative:
(B)(4)/. The customer returned one unit 528235 visistat 35w 6/box for investigation. The unit was received opened with its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples are not advanced forwards inside the coverblock. There is a gap between the front staple and the stapler tip. The stapler was disassembled to further examine the assembly. However, no errors could be found. The stapler was received with 20 staples remaining in the coverblock indicating that 15 staples were fired by the end user. Reference files (B)(4) for investigation photos. An attempt was made to fire the staples. Using hand pressure, the trigger was engaged. However, the staples will not load into the forming tool as they are jammed with a gap between the staples and the stapler tip. The pusher also seems to be jammed and does not allow the staples the advance into the forming tool. The device was disassembled and upon removal and reinsertion of the shuttle, the pusher corrected itself and moved down the track indicating that no defects exist on the materials that prevent movement. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of the staples stopped firing was confirmed based upon the sample received. The pusher in the device was found to be jammed which prevents the staples from moving down its track and would not allow the staples the advance into the forming tool. Since the pusher was jammed, the staples were able to be dislodged from their track. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the pusher to jam. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The device was received with 20 staples remaining in the device indicating that 15 staples were fired by the end user. Therefore, based upon the condition of the sample received and the information provided the potential cause of this complaint issue could not be determined.

Event description:
After firing some staples, a staple did not come out and the stapler stopped working. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1500256 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time.

Event description:
After firing some staples, a staple did not come out and the stapler stopped working. The patient's condition was reported as fine.